Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has out of range (high) impedances for the right vim. The bipolar impedance values were normal, where the monopolar ones were out of range. They are on a monopolar program for both sides. The patient appeared to be receiving the appropriate therapy as his tremor was suppressed on both sides when the dbs system was switched on. They were advised that they couldn't have an MRI. It was confirmed that the patient only has one lead impedance located on the left side, so there will be a plug in the stimulator (ipg) for the right lead location. No symptoms reported. Additional information was received from the manufacturer representative (rep) that the ipg replacement was on (B)(6) 2012. After referring to components list, the patient only has dbs system on one side (left) and therefore a plug would be inserted in the ipg where the right vim readings are coming from. Tech services have suggested that there may be fluid ingress into the plug. No further action required. The patient is receiving therapy and this is not affected by the impedance values on the right side. Additional information was received from a manufacturer representative (rep) reporting that they assume the battery was replaced due to normal battery depletion given on the timeline.